Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that multiple pump stoppages occurred while the patient was changing positions. Technical service confirmed the pump stoppages via log file review. The percutaneous lead (driveline) replacement was completed. After the driveline replacement was performed the customer submitted another log file for review and technical service observed additional pump stoppages. The patient underwent a device exchange. Additional information was requested but was not provided.

Manufacturer narrative:
Additional code added to report incidental finding of cosmetic damage to outer silicone jacket of the driveline during evaluation. Only the replaced segment of the driveline was returned for evaluation. Pump stoppages were confirmed based on the evaluation of the submitted log files; however, the cause could not be conclusively determined. The submitted log files captured multiple pump stoppages, both while the vad was connected to the power module and while the system was operating on battery power. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. However, no damage was identified through the examination of the distal end of the driveline, and the explanted pump was not returned for evaluation. Approximately 19.5¿ of the driveline (dl) was returned for evaluation. The dl was tested for electrical continuity in the condition it was received and did not reveal any discontinuities or shorts. Removal of the rescue tape covering a portion of the outer silicone jacket revealed a twist in the jacket from approximately 3.5-4.25¿. A tear was also observed in the outer silicone jacket from approximately 4.5¿-14.5¿. A complete circumferential tear was observed at 14.5¿, separating the silicone jacket into two sections. Removal of the silicone jacket and clear bionate revealed multiple areas of significant breakdown to the braided shield. Visual inspection of the wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have contributed to an electrical short. The patient underwent a pump exchange on (B)(6) 2018. The account reported that it was unknown whether or not the pump would be returning. To date, heartmate ii lvas, has not been returned for evaluation. If product is received, the complaint will be re-assessed. The hmii lvas IFU and patient handbook contain information regarding driveline care; however, all hmii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. A review of the device history record revealed that the device met specifications prior to leaving manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.